Manufacturer narrative:
On (B)(6)2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, no apparent damage could be observed. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with 400cc mentor memorygel breast implants and experienced postoperative left-sided capsular contracture baker grade IV and bilateral breast asymmetry. The diagnosis was confirmed by physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2019. During the removal procedure, the surgeon discovered that the explanted left-sided device was ruptured. Both devices were removed and replaced with allergan breast implants. This report is for the patient's right-sided device.